Manufacturer narrative:
Update to b4, g3, g6, h2, and h10. Additional information indicates the patient died after several weeks in the ICU. The exact date is unknown. The root cause was cardiac perforation due to the guidewire. Due to concomitant diseases, the patient was too weak and could not recover any more.

Manufacturer narrative:
The delivery system discarded. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as the exact cause is unknown. However, patient factors, (htn, pad, type 2 dm) may have contributes and/or it is indicated it could be related to the guidewire perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during the transfemoral procedure, just before the 23mm sapien 3 ultra valve was pushed through the native aortic valve, the blood pressure dropped. A tamponade was seen immediately in the tte, felt to be possibly due to the guidewire. The chest was opened, and the lv perforation was repaired. Following this, the s3 u valve was successfully implanted (via tf approach) and the chest was closed. Patient went to ICU in stable condition. As per medical opinion, the root cause of the cardiac perforation was due to the guidewire.